Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: section d. Box 1. Brand name. Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 37.0 cm from the proximal end. The pusher assembly mid-joint was retracted through the introducer sheath friction lock, and the friction lock was wrinkled. The embolization coil was undamaged and intact with the pusher assembly. Conclusions: evaluation of the first returned ruby coil lp revealed pusher assembly kinks and fractures, and a detached embolization coil which was not returned for evaluation. These damages were not mentioned in the reported complaint and are likely incidental. Based on the return condition, the reported complaint could not be confirmed. Evaluation of the second returned ruby coil lp revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. During functional testing, the ruby coil lp was advanced through its introducer sheath and a demonstration microcatheter with initial resistance while advancing the pusher assembly mid-joint through the introducer sheath friction lock. Further evaluation revealed a pusher assembly kink. This kink was likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-01072. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-01072.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery (ima) using ruby coil lps and non-penumbra microcatheter. During the procedure, a ruby coil lp would not advance out of the introducer sheath. Therefore, the physician removed the ruby coil lp and attempted to advance a new ruby coil lp; however, the same issue occurred, and the ruby coil lp was removed. The procedure was complete using new ruby coil lps. There was no report of an adverse effect to the patient.